Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va10lmj, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their leakage returned and stimulation suddenly was in the wrong location the week prior to the report; it was in the lower buttock and now it moved higher in the buttock, near the back. The therapy was on, and there were no falls related to the issue. It was also indicated that there was pain at the lead insertion site on the day of the report. This pain only occurred when she bent over and was intermittent. Decreasing the amplitude did not eliminate the uncomfortable stimulation. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.